Manufacturer narrative:
The reported malfunction has been confirmed during evaluation of the provided service report and problem description. Moreover, provided log files were evaluated and there is nothing that could be related to the reported fault, e.g. O alarms (low air supply pressure and high o2 concentration) and no failing pre-use check tests could be found on the given event date. Our filed service engineer (fse) was on-site for further investigation and found out that both diss air filter connector and o2 connector were leaking. The fse replaced the diss air filter and customer replaced the o2 connector by themselves. Safety and functionality checks were performed and passed according to manufacturer¿s specifications. The ventilator was cleared and returned for clinical use. No parts were returned for investigation, therefore the root cause of the leaking air filter could not be determined.

Event description:
It was reported that the ventilator¿s both lines, air and oxygen, were malfunctioning. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).